Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The field service representative visited the customer and performed several adjustments and checks including the liquid level detection (lld) of the sample/reagent probe mechanism and the pressure sensor. No issues were found. Performance testing was competed and fulfilled the criteria.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys probnp ii immunoassay result for on patient sample. The results were 131.1 pg/ml, 100.4 pg/ml, and 132.0 pg/ml. Information concerning if an erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer cleaned the probe.